Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2015 with the following findings: during investigation, a review of the pump black box data showed multiple pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap secured properly to the pump. The returned battery cap contact measurements were within specifications. The pump was exercised for 24 hours and no power interruptions were observed. The pump case was removed and no evidence of moisture ingress or damage to the power circuit was found. The complaint of intermittent power was shown in the history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was discolored. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.